Manufacturer narrative:
Inspected 1 opened/used sensor and performed continuity resistance test and sensor failed per specifications. Also found sensor with cannula bent. Unable to confirm customer received sensor in said condition due to customer returned opened/used.

Event description:
The customer reported via phone call that they had sensor reading discrepancies and the insulin pump went into threshold suspend. The customer stated that the sensor was reading 60, but blood glucose value was 110 mg/dl. The customer received a calibration error and then an sg value not available alert. The customer indicated the sensor had a bent cannula during troubleshooting. The sensor was returned for analysis.